Event description:
It was reported that a singleday infusor had particulate matter inside the balloon. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 12, 2014 to august 13, 2014 evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a white particle was found, approximately 0.20mm in size in the fluid of the reservoir. A fourier transform infrared spectroscopy was performed and the particle was identified to be polyester material. The cause of the issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.